Manufacturer narrative:
Reported event of failure to connect and contamination of device ingredient or reagent was confirmed. The device was at elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the left ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During an initial implant procedure, it was not possible to fixate the set screw into the header of the device. The suspected cause of the event was due to septum material in the header cavity. A new device was used to resolve the event. The patient was stable.